Event description:
While rn inserting PICC line, the PICC line introducer's splitting needle broke at wings leaving needle on the catheter. Rn unable to remove needle from catheter, so line had to be pulled and infant restuck for line.